Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, two infrarenal aortic extensions, and two limb extensions on (B)(6) 2010. Follow up computed tomography (CT) showed a potential type 3a endoleak and rupture. Patient had an angiogram that showed a type 3b endoleak and a potential type 3a endoleak. The physician elected to implant a competitor device to resolve the issue. The patient is in stable condition.

Manufacturer narrative:
Investigation of this reported event could not identify a failure mode. A clinical evaluation was completed and there was not enough information to confirm the event. Limited patient medical records and limited patient images were provided for review. The device was not returned for further evaluation and a design or manufacturing issue was not identified. A root cause of the reported event could not be confirmed based on the information provided. Potential contributing factors to the reported event include; off label use, patient anatomy, minimal device overlap at initial implant, aggressive ballooning and the placement of a non-endologix stent.